Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The 3.25x12mm r xience skypoint stent delivery system (sds) was advanced to the target lesion however the balloon failed to inflate. The sds was removed and the procedure completed using another xience device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.